Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Proper maintenance and technique were reviewed with the customer. Siemens service went onsite and replaced the sample probe which resolved the issue. The instrument is operational.

Event description:
The customer reported a false negative urine blood result on the clinitek atlas when compared to the microscopic reading of the sediment. The was no report of injury due to this event.